Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. D4: batch # 194d52. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned reload. Visual analysis determined that the sr55 reload was received with the right gripping surface damaged, making the reload nonfunctional. In addition, an opened package was received along with the device. Additionally, the reload was observed with the proximal 2 drivers up without staples and the remaining drivers down with staples present, and the swing tab in the locked position. No functional testing was performed due to the condition of the reload gripping surface. The event reported was confirmed and is related to improper use of the reload. The reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. Failure to complete the stroke may result in an incomplete staple line. The condition on the reload gripping surface is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 194d52, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.